Event description:
Customer reports obtaining results of 45 mg/dl and 119 mg/dl on the same device within 10 minutes. No action was taken based on device results. No adverse event reported and no treatment received. No strip info provided. No valid quality controls were used. Requested return of suspect device and replacement was sent.